Event description:
Attempted to place balloon catheter into stenotic external rt iliac. With first inflation, balloon ruptured. Upper third of balloon remained in artery. Fragment retrieved, the rt external iliac stented.